Event description:
It was reported that the entire malleable model penile prosthesis was removed due to patient dissatisfaction and replaced with an inflatable model penile prosthesis.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.